Manufacturer narrative:
Date of event: (B)(6) 2020 - exact date is unknown.

Event description:
It was reported that the patient developed a superficial wound infection at the ipg pocket incision. It was assessed that the event was related to the procedure, and not related to the device. The patient was given medication and the event is resolving.